Manufacturer narrative:
Steris evaluated the power supply, and identified damage due to exposure to improper environmental conditions. The lighting system was installed by (B)(4) and it was originally reported that the operating environment met steris's specifications for temperature and humidity. (B)(4) re-inspected the area near the power supply and identified an air conditioner and laminar flow ducting were in close proximity to the power supply and could cause the temperature and humidity to be outside steris' specification. The air conditioner and laminar flow ducting most likely were the cause of the reported event. Steris' evaluation identified the damage to the power supply to be consistent with damage due to unacceptable environmental conditions.

Manufacturer narrative:
Steris has requested the power supply subject of the reported event back for evaluation. The investigation of this event is currently in process. A follow-up MDR will be submitted once additional information becomes available.

Event description:
The user facility reported an issue with the power supply on their harmony vled dual 500 surgical lighting system. No report of injury. A procedural delay was reported.